Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was delivered via the axillary graft site. The axillary site was used as the impella 5.5 pump had failed to deliver via the site. The 5.5 was reported in complaint (B)(4). The 70-year-old male patient had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The 1st cp pump is complaint (B)(4). This complaint is the 2nd cp that replaced the prior cp that failed with purge issues and bleeding. The patient had persistent bleeding on this 2nd cp pump, and a jackson-pratt (jp) drain was placed for the bleed. The team held the heparin anticoagulation due to the bleeding. Due to the dropping hematocrit and hemoglobin labs, the team infused back to the patient 1 unit of red blood cells and 1 unit of platelets. As the support continued there was a gastrointestinal bleed that prompted more blood products to be infused, 5 units were given to the patient and with the poor condition observed the team made decision not to proceed with the coronary angioplasty. On day 2 of the support the patient suffered from ventricular fibrillation and was defibrillated and was placed on a vent for respiratory needs. On day 5 of the support the patient expired when care was withdrawn. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d. The patient subsequently expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/access site adverse event: the cause of the issue was not established as insufficient clinical information was provided. Device history review: the device passed all post sterile inspection checks. The following were found to be related: MFR 1220648-2026-00098; MFR 1220648-2026-00209.